Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The hose connections were checked and no gas leak were heard. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a gas calibration error. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported issue was confirmed. The service repair technician (srt) replaced the flow meter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per supplier's evaluation, the flow meter was received with differential sensor readings well below values noted at time of inspection. Sensor output was equal to 1168 upon examination (9266 counts less than original value of 10434). Differential sensor bridge outputs 6410 counts less than original value of 39156. Large tare value of 4908 found on the device upon receipt, indicating the device was tared after sensor failure (original tare value of 24 upon inspection). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during installation of a newly refurbished device.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018, calibration was successful at 07:30:48 am. Fraction of inspired oxygen (fio2) was set to 79.5% and flow to 2.52 liters per minute (l/min). At 9:01:15 am the gas system reported a "flow motor/mechanical fault" making it knob adjust only. After that when calibration was attempted the gas system reported "calibration failed: zero flow high before cal". Even after a power cycle the same calibration failure occurred. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. The electronic patient gas system (epgs) was connected to the system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi) and waited the warm up period. Calibration was initiated and failed. During calibration the flow did not stop at the calibration rate of five liters per minute (l/min) but continued to increase to the epgs maximum flow. It was determined that the internal flowmeter was defective.